Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ref#: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: device history lot. This mre review is for sterilization procedure only: part: 02.211.018s, lot: l633270, manufacturing site: (B)(4). Supplier: früh verpackungstechnik ag, release to warehouse date: october 30, 2017, expiry date: october 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument: part: 02.211.018, lot: h466010 manufacturing location: (B)(4). Manufacturing date: oct 02, 2017, part number: 202.211.018, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm, lot number: h466010, lot quantity: 240. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection, ns056862 rev g met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.211.118.999, 2.8mm screw blank 18mm w/sd8 02.4 var angle e/es362sec ss, lot number: h464487, lot quantity: 943. Nine pieces were scrapped in cell at op #40, bag/label, final blnk sort, as samples. Work order traveler met all inspection acceptance criteria apart from the nine pieces noted. Inspection sheet, in-process dimensional, ns070279 rev a met all inspection acceptance criteria. Part number: 02.211.127.999, 2.8mm sec screw blank 31mm no head turn/no point w/sd8, lot number: h462079, lot quantity: 952. Eight pieces were scrapped in cell at op #40, bag/label, as samples. Work order traveler met all inspection acceptance criteria apart from the eight pieces noted. Part number: 11221, 316ltcri2.78, lot number: h379975, lot quantity: 1,992 lbs. Certificate supplied by zapp dated may 26, 2017 was reviewed and determined to be conforming. Lot summary report dated may 31, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: nov 20, 2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Active monitoring, with potential to remove metal and carry out revision surgery. Patient had successful fusion of the other first mtp joint few years ago using the same implant system. This complaint involves seven (7) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot. This mre review is for sterilization procedure only . Part: 02.211.018s. Lot: l633270. Manufacturing site: selzach . Supplier: (B)(4). Release to warehouse date: october 30, 2017. Expiry date: october 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 02.211.018. Lot: h466010. Manufacturing location: monument. Manufacturing date: oct 02, 2017. Part number: 202.211.018, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm. Lot number: h466010. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection, (B)(4) met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.211.118.999, 2.8mm screw blank 18mm w/sd8 02.4 var angle e/es362sec ss. Lot number: h464487. Lot quantity: (B)(4). Nine pieces were scrapped in cell at op #40, bag/label, final blnk sort, as samples. Work order traveler met all inspection acceptance criteria apart from the nine pieces noted. Inspection sheet, in-process dimensional, (B)(4) met all inspection acceptance criteria. Part number: 02.211.127.999, 2.8mm sec screw blank 31mm no head turn/no point w/sd8. Lot number: h462079. Lot quantity: (B)(4). Eight pieces were scrapped in cell at op #40, bag/label, as samples. Work order traveler met all inspection acceptance criteria apart from the eight pieces noted. Part number: 11221, 316ltcri2.78. Lot number: h379975. Lot quantity: (B)(4). Certificate supplied by zapp dated may 26, 2017 was reviewed and determined to be conforming. Lot summary report dated may 31, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. 20-nov-2019: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that, on (B)(6) 2018, the patient underwent surgery for left first metatarsophalangeal joint fusion. A standard technique was used. The fusion was stabilized with a 42mm left zero-degree 1.mtp fusion plate. On (B)(6) 2016, another surgeon had carried out the same operation on the right side and used the right-handed version of the same plate, the operation was successful. On about (B)(6) 2019 the patient contacted the treatment centre to report that a superficial infection was diagnosed and a flucloxacillin course has started. The complete absence in the medical records of this encounter is noted. On (B)(6) 2019, the physician noted that the joint was red and has swollen further than expected. An x-ray taken that day showed a broken fusion plate and a joint not fused with soft tissue swelling. This complaint involves two (2) devices. This report is for one (1) unknown trauma screws. This is report 2 of 2 for (B)(4).